Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that he was not able to hear with the device for the last 2-3 months, prior to which he responded to sounds from far (5-6 ft away) as well as nearby soft sounds. Further testing and medical intervention are considered.

Manufacturer narrative:
Additional information: based on the information received, a mechanical damage of the stimulator housing, which is typical for a severe external impact to the housing, appears likely. In addition the two most basal channels have been disabled due to pain caused by undetermined reasons. However, a device investigation of the explanted device is necessary to determine an exact root cause of failure. Further technical checks are considered but no date has been scheduled yet.

Event description:
The user reported that he was not able to hear with the device for the last 2-3 months, prior to which he responded to sounds from far (5-6 ft away) as well as nearby soft sounds. Further testing and medical intervention are considered. Despite requested, no further information on the appointment has been received yet.